Manufacturer narrative:
The video system unit was returned to the olympus service center for evaluation. The service group confirmed the reported "no image" issue as the unit did not produce an image with olympus 180 series endoscopes. The patient board was found defective and the video system was running the older software. A review video system's history indicated the unit was purchased on (B)(6) 2015 with no previous repair records. The unit was repaired and returned to the customer. The root cause cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use of a diagnostic procedure, the evis exera iii video system would not display any images. No patient involvement was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-07584. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation, the OEM determined the cause was due to an accidental failure of the synchronization circuit on the patient board. Olympus will continue to monitor complaints for this device.